Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion #1 was located in the 2nd diagonal with 70% stenosis, a length of 12 mm, and reference diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50x 18/20mm study stent with 0% residual stenosis. Target lesion #2 was located in the proximal left anterior descending artery with 80% stenosis, a length of 6 mm, and reference diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0x12 mm study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Per core lab report a type "c" dissection after balloon pre-dilation occurred. Not present in final. Good final result.